Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair using a footprint ultra pk, the anchor fractured during implantation. All the pieces were removed from the patient by inserter and suction. The procedure was successfully completed with a non-significant surgical delay using a back-up device in an additional bone hole. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that tensile strength and impact strength are specified and each batch of raw material must be accompanied by a certificate of analysis detailing the exact composition of the batch. A visual inspection of the returned device found that it is not in its original packaging. The white suture is attached to the blue holder and the green suture is tangled into it. The fractured anchor was loose in the box. The distal tip of the insertion device is bent. There is debris on the insertion device and anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per complaint details, the device fractured during implantation in ¿normal¿ bone; however, all pieces were removed from the patient via inserter and suction. The procedure was successfully completed with a non-significant surgical delay using a back-up device in an additional bone hole without reported patient complications. It is unknown how the initial bone hole void was treated. No further medical assessment can be rendered at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.